Event description:
On (B) (6) 2008, noise continued on the ventricular channel. The sense/pace portion of the lead was capped.

Manufacturer narrative:
Analysis determined the problem to be a setscrew anomaly. The cause of the anomaly was due to septum debris in the df-1 and atip setscrew hex cavities, preventing full insertion of the torque driver. The setscrews became slightly stripped when pressure was applied.